Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd 5ml syringe slip tip with bd precisionglide¿ needle 22g 1 1/4 the syringe was damaged. There was no report of patient impact. The following information was provided by the initial reporter: adverse events: the syringe was found to be broken when the syringe barrel was removed.

Event description:
It was reported while using bd 5ml syringe slip tip with bd precisionglide¿ needle 22g 1 1/4 the syringe was damaged. There was no report of patient impact. The following information was provided by the initial reporter: adverse events: the syringe was found to be broken when the syringe barrel was removed.

Manufacturer narrative:
H.6. A device history record review was completed for provided material number 301942 and lot number 2106212. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples were obtained. The retained samples were evaluated, and no signs of defect could be confirmed. The material used to manufacture the discardit syringes has been selected and tested to resist normal conditions of use. The assembly machines have an inline detection system which inspects all product and automatically rejects any damaged parts identified. We believe this reported incident may have resulted during the primary packaging process due to a clog in the syringe feeder system; however, the exact cause cannot be determined. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. Further action has not been determined necessary at this time. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.